Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient was having pocket location discomfort. The patient underwent a pocket relocation procedure and was doing well postoperatively.